Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device kg7304, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2019 and suture was used. The needle pulled off during sewing the perineum. The needle was removed from the patient during the procedure. Another device was used to complete the procedure. There were no adverse patient consequences reported.